Event description:
Attorneys report of pt's alleged pain, adhesions, fistula, infection, bowel resection and mesh explant due to defective mesh. In 2005 - the pt underwent surgery to aspirate an abdominal wall fluid collection around the mesh. In 2006 - the pt again presented to a hospital with complaints of drainage, the wound was septic and the pt spent several days in the ICU. On two days later - the mesh was explanted, dissected free from the surrounding abdominal wall, resulting in injury and destruction of a portion of the abdominal wall as well as resection of a portion of his small bowel. On the following month - underwent surgery to excise infected abscess and sever adhesions to a necrotic abdominal mass. One month later - the pt was admitted to the hospital due to the wound from the explant surgery, was unable to heal. The pt then spent three weeks hospitalized and underwent multiple debridements. The pt now suffers from pancreatitis, partial bowel obstruction and abdominal pain.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.